Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the pt2 light support guidewire fractured during removal. The physician had used the wire to successfully place two stents. The tip of the wire had prolapsed in the distal lad. As the physician was removing the wire through the stent, it appeared the prolapsed tip caught under the stent and the tip sheared off during removal. The tip of the wire was removed with a snare. The procedure was successfully completed. No patient injuries or complications were reported.